Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2014 with the following findings: a review of the alarm history showed low cartridge warnings. The pump¿s settings showed that the low cartridge warning threshold was set at 20 units. During testing, the pump was primed until 20 units remained; pump gave appropriate low cartridge warning. The low cartridge warning found to be functioning properly and the complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that the alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).